Manufacturer narrative:
(B)(4). The sample was not returned; therefore, a device evaluation could not be performed. A review of all batch record documents was performed with no issues noted during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced an unspecified alarm that required the patient to change the cassette. This occurred during priming of peritoneal dialysis therapy. The patient completed therapy with a new cassette. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report 2 of 6.